Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found intermittent image. Based on the results of the investigation, it is likely that the most probable cause of the intermittent image was caused by a damaged charged coupled device. The cause was traced to a component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head did not respond when connected to the unit. The issue was found during preparation for an unspecified procedure that was completed using a similar device. There were no reports of patient harm.